Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reported to hospital after receiving a shock. The electrogram displayed several non-sustained episodes,and the device was turned off. During the revision is was discovered that the header was completely loosened from the device, and during removal the two parts seperated completely. The lead measurements were normal, and left in service.